Manufacturer narrative:
Date sent to FDA: 1/13/2020. H6 patient code: 3189 - surgical intervention, 2240, 1685, 1930. Additional information: a1, a2, a4, d1, d2, d3, d4, d7, g1, g2. Additional b5 narrative: it was reported that the patient underwent mesh revision on (B)(6)2015 due to hernia recurrence, abdominal pain, and infection.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2015 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.